Manufacturer narrative:
(B)(4). Concomitant medical product: adept® 12/14 metal on metal modular head 44mm 3.5mm neck. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Adept revision: right hip. Reason for revision: unknown. Doi: (B)(6) 2011; dor: (B)(6) 2014.